Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got power error alarm (pump error 25). Customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done and the alarm was detected recurred within a week of troubleshooting previous occurrence. Customer reports pump has not been exposed to temperatures below 5 degree celsius. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.